Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision of maxframe to replace broken schanz pin. The pin was broken at the thread shaft junction. The schanz pin was partially removed. The deep buried part of the broken pin was not attempted to be removed and remains in the patient. The surgeon elected not to go after the broken short segment of the pin that remains in the bone. Several new schanz pin were put in to replace the broken one. There was no surgical delay. Procedure was successfully completed. Patient was stable. Concomitant device reported: unknown maxframe (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 6.0mm schanz screw spade point 190mm/ha coating-sterile. This is report 1 of 1 for (B)(4).